Event description:
It was reported that during an implant, there were impedance issues. A low out of range impedance value of less than 50 ohms was seen on electrodes 0/5. Impedances greater than 10,000 ohms were also seen. This was tested at 1.0v. The 0-7 lead was switching to the 8-15 port and impedances followed the lead. The lead was moved back and impedances remained greater than 10,000 ohms. The 0-7 tail/lead had been inserted and removed at least 3 times. The group impedance at 1.0v was 736 ohms. When run at 3.0v, it was greater than 40,000 ohms, except the 0/5 low reading of less than 150 ohms. Later that day, it was stated that a multi trialing lead cable was used to test the lead alone and impedances were normal. A second stimulator was connected to the lead. Once the second stimulator was connected to the lead, it showed high impedances (>40,000 ohms) on electrodes 0, 2, 4 and 7. It was further clarified that 0/5 was a short. In addition, the ¿xxx¿ message was seen when looking at results when the reference electrode was 0, which resolved when impedance testing was done at higher voltage. Stimulation was run at 3v and impedances remained out of range. They were also tested at 6.0v with the same results. Pairs 0-7 were in normal range when paired with each other. No shorts were seen on the 8-15 lead. Gel foam had been used when placing the lead, as well as thrombin. It was unclear if these were ionic. It was further stated that it was believed that the problem was with the lead. A new lead as well as a new stimulator was implanted and all values were within normal limits. It was further stated that the cause of the issue was unknown. No lead fractures were noted. The patient was doing ¿pretty good.¿ it was stated that the device was working good and she thought she was really going to like it. It was noted that there were no injuries and the patient recovered without sequelae.

Manufacturer narrative:
Final device analysis of the stimulator (ins) revealed that there was a hybrid anomaly. The cause was unknown. High impedances were confirmed when the ins was received for analysis. A low impedance (<(> <<)>50o) was observed on the #5 electrode. Further analysis verified the device to be fully functional when powered by either the internal battery or an external supply. All lead impedance testing returned nominal results. Neither the reported high impedance field failure, nor the therapy output anomalies reported by the initial return analysis lab were confirmed. Final device analysis of the lead revealed no anomaly.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); explanted: 2014 (B)(6); product type lead product ID 355531, lot# n460134; product type screening device product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97714, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.